Manufacturer narrative:
The freedom driver was returned to syncardia for evaluation. Visual inspection of the exterior of the driver revealed the spring was missing from the female cpc connector, which confirmed the customer reported issue. It is unknown how the spring was dislodged from the cpc connector prior to being removed by the customer. This issue has been previously investigated. Clinicians are trained to thread a wire tie through the thumb release tab of cpc connectors to prevent inadvertent disconnection of the cannula to the drivelines. It is possible that when the wire tie was threaded through the connector, it dislodged the spring. The driver passed all pressure test requirements associated with normotensive and hypertensive settings. The customer-reported issue of change in beat rate was not duplicated. It is likely that the customer may have observed a temporary fluctuation in beat rate, which is typical during use of the driver. No alarms were reported by the customer, and the alarm history extraction did not reveal any alarms related to the customer-reported issue of a change in beat rate. The reported issues posed a low risk to the patient because the driver continued to perform its life sustaining functions. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.

Event description:
The customer reported that the patient was switched to this freedom driver. When she was securing the driveline quick (cpc) connectors with wire ties, she observed that the spring behind the release tab in the right driveline quick connector was misaligned and would not depress. The customer also reported that the beat rate of the freedom driver decreased to 126 beats per minute (bpm) from the set beat rate of 132 beats per minute. The customer also reported that she removed the spring from the quick connector and switched the patient to the backup driver. There was no reported adverse patient impact. These alleged failure modes posed a low risk to the patient because they did not prevent the freedom driver from performing its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a supplemental MDR.